Manufacturer narrative:
The become aware date (bad), event date, initiate date, and philips notified date have been updated from 15apr2024 to 05apr2024 to align with the information in salesforce.

Event description:
It has been reported that the device is failing self-test.